Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a planned treatment performed when the issue occurred, and the procedure was completed by manually. The philips field service engineer (fse) visited onsite and confirmed that system failed to expose. After reviewing logfile, fse found the error related to software. Upon troubleshooting, fse found that the bolus chase due to bodyguard sensors were requiring calibration. To resolve the issue, fse replace intercom. After replace intercom, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.